Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned. Final analysis found insulation degradation noted at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.